Event description:
Customer took a blood glucose test at 6:30am with a result of 200mg/dl. The customer laid down because they were not feeling well. At 9 am the customer took another blood glucose test and received a result of 248mg/dl. The customer went into the kitchen and fell and hit their chin and chest on the table. Their jaw was bleeding. Between 3 and 4 pm a relative came by and took pt to the hosp. At 4pm the hosp received a result of 536mg/dl. An x-ray was done and the customer was given an insulin drip and kept overnight. No controls were in use. The customer leaves glucose strips outside of the original vial. A request was made for the return of the suspect device and replacement product was sent.